Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42 related to a g6 sensor. There was no adverse impact to the customer's blood glucose level. A complete pump reset was provided by technical support, and the caller was guided through the process, successfully resolving the issue without further errors displaying, enabling them to start a new sensor session.